Event description:
Adverse event(s): "myopic surprise" (postoperative refraction, unexpected); "blurry intermediate and distance vision" (blurred vision). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). An optometrist reported a patient with a myopic surprise following intraocular lens (iol) implant surgery. Medical records were requested and received. According to the medical records the patient has a history of dry eyes and eye trauma in (B)(6) 2010 (pre-existing). Following the iol implant procedure, the patient reported experiencing blurry intermediate and distance vision. The intermediate vision improved, but his distance vision remained blurry. Posterior capsule opacification was noted. The iol was exchanged for the same model, different power iol. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/24/2010, 07/13/2010 and 07/19/201 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 06/22/2010. (B)(4).